Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector experienced leakage. The following information was provided by the initial reporter: I wanted to ask you if you have had any nuclear medicine departments with concerns regarding the injection caps and the residual drop/drops that may fall after an injection? My concern is that we are seeing some contamination with this. I also noticed a lot of activity left in the caps even after flushing with 10cc of saline. During the images I noticed more activity then ¿normal¿ left in the injection hub.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of residual drops left in the caps could not be verified due to the product not being returned for failure investigation. Device history record review for model mz1000-07 lot number 22025661 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector experienced leakage. The following information was provided by the initial reporter: I wanted to ask you if you have had any nuclear medicine departments with concerns regarding the injection caps and the residual drop/drops that may fall after an injection? My concern is that we are seeing some contamination with this. I also noticed a lot of activity left in the caps even after flushing with 10cc of saline. During the images I noticed more activity then ¿normal¿ left in the injection hub.